Event description:
It was reported that the micro sagittal saw heated up during a case. The patient's inner tissue (muscle) adjacent to the bone was burned. The severity was mild. No treatment provided or necessary. The surgeon doesn't expect any permanent damage.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor, tps flex and motor.